Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected to be related to patient's endocarditis and renal failure. As a result of their infection, the patient also experienced cardiogenic and septic shock. Reprogramming was done and the patient chose palliative care measures only. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event. It was further reported vegetation was adherent to the lead and was the possible cause of the septic shock. The patient died following admission to the intensive care unit (ICU). Additionally, it was disclosed that blood, stool, and urine culture showed no bacterial growth. Furthermore, it was clarified that high voltage therapies were disabled/inactivated when it was decided that the patient should receive palliative care. The cardiac resynchronization therapy defibrillator (crt-d) device was explanted and discarded. The leads were all capped.